Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a crack along the tubing attachment of the cannula. The user reported the pt was removed from pump support to replace the cannula. An alternate device was employed for the procedure. The user reported surgery was completed successfully and there were no adverse consequences to the pt as a result of this event.